Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# c01a, 510k # k041584 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: primary osteoporosis type of fracture: compression fracture it was reported that intra-op, bone cement solidified early. The physician waited for the cement to solidify to the proper viscosity and started to inject cement, but not all of the cement could be injected because it solidified early. The product came in contact with the patient. No patient complications were reported due to this event.